Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive steerable sheath the patient experienced aortic perforation from the wire during the transseptal puncture. The perforation was seen on intracardiac echocardiography (ice) after the transseptal puncture was performed with the wire and was confirmed via ultrasound. It was also noted that the patient had a trace level of effusion at baseline, but it did not appear to have grown due to the perforation. The oxygen (o2) levels in the right atrium (ra) and superior vena cava (svc) were monitored. Color doppler studies and blood pressure monitoring were also performed. The patient's blood pressure remained stable, so the procedure was continued and completed. The patient was noted to be stable after the procedure. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.